Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10219 - device 4 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in spain, on (B)(6) 2024 it was reported that the eight infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The infusion set is long for few hours unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.